Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer (fse) found the vacuum and sipper nozzle locking screws were loose. The fse tightened down both locking screws and performed reagent primes. Calibration, qc, and precision test results were all within specifications. The service actions resolved the issue.

Event description:
The initial reporter questioned high results for "some" patient samples tested on a cobas pro ise analytical unit. An example of discrepant results was provided for 1 patient sample tested for na electrode (na). The initial result was 152 mmol/l. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated on a different cobas pro analyzer and the result was 142 mmol/l. This result was believed to be correct and the initial result was amended.